Manufacturer narrative:
(B)(4) the device was not returned for evaluation and the lot number is not known. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
Patient experienced bleeding during a superdimension procedure. The bleeding was noted after tissue biopsy. If additional information pertinent to the incident is obtained another follow-up report will be submitted.